Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the navigation system shut down without prompt by the user. It was reported the issue occurred after samples were sent for verification. The navigation system could then not be powered back on. It was reported that the samples were low grade and the surgeon collected two more samples, 5mm and 10mm deeper, following the same trajectory but without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The power cable for the navigation system was returned to the manufacturer for evaluation. It was found that the plug had been replaced by a third party repair. Testing then found an intermittent open on the cable.